Manufacturer narrative:
Complaint (B)(4). A date of the events could not be obtained. Samples for evaluation were only recently received from the customer. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states a lot number of blues tubes are underfilling. They currently have 6 cases of this lot. The clinic is at 3,123 feet. Vacutainers are being used when the tubes are underfilling. A discard tube is drawn before the coagulation tube when a safety blood collection set is used. Phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled. This is occurring with multiple phlebotomists. The tubes are filling 1/4 in under the fill arrow.

Manufacturer narrative:
Received one rack of 454331/b21063nn for evaluation. No customer pictures were provided. We have no further complaints for the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.